Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The patient's device pocket was reportedly inflamed and swollen. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information indicating that the patient's incision had opened prior to the explant due to infection. It was noted that the patient habitually pulled at his incision. No additional adverse patient effects were reported.